Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear ziploc bag. A lot number was not returned with the device. A visual examination of the returned device confirmed the report. Not all components of the kit were included in the return. The feeding tube was returned with the internal bolster separated from the feeding tube. Minor discoloration and debris was present on the bolster and there was a liquid substance inside the tubing and bolster which is consistent with use of the device. A section on the inner rim of the bolster appeared to have a rip/tear. The print on the tubing was faded/heavily worn away. No other anomalies were detected with the device. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the complaint was confirmed by the return of the device. The report indicates that the peg was initially placed on (B)(6) 2020 at this facility and was removed on (B)(6) 2022. The instructions for use indicate, "peg replacement is recommended every three (3) months or at the discretion of the physician." This is supported by the evaluation of the returned device, which shows signs of wear and age. The cause of this report is likely related to using the product beyond its intended life. The instruction for use indicates the following: "warning: the bolster should sit close to the skin but not tight against the skin. Excessive traction on the tube may cause premature removal, fatigue, or failure of the device." Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets - pull are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was implanted beyond its intended and useful life, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During the removal of a cook flow 20 percutaneous endoscopic gastrostomy set - pull it was reported that the internal bumper became detached from the peg tube itself. They [physician] retrieved the bumper with a raptor [rat tooth] forceps. They removed the feeding tube completely and did not place a replacement tube at this time. They were just intending to remove and not replace the device from the beginning. No resistance was noted when removing the peg but the bumper was missing when they pulled the peg out. The peg was initially placed on (B)(6) 2020 at this facility. A section of the device did not remain inside the patient¿s body. The patient required the bumper to be retrieved with forceps due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.